Event description:
According to the reporter, preoperatively, after checking the opening and closing of the handle, when it was handed to the surgeon, the staples were prematurely exposed before starting the firing. It was connected to a different cartridge without using it on a patient, and it was successfully used. There was no patient involvement. Medtronic's initial evaluation of the incident device found internal components revealed that overly thick or thin tissue may result in unacceptable staple formation. Medtronic's initial evaluation of the incident device found internal components revealed that firing over an obstruction may result in incomplete cutting action and/or improperly formed staples.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the jaw of the reload was open. Nine staples remained on the cartridge and anvil surface. The five staples on the reload were over crimped and the four were properly formed. Functionally, the reload was loaded into a representative handle. The interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was transected. The reload interlock was tested and found to function properly. It was reported that the staples were prematurely exposed before starting the firing. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: reload thick tissue and device partially fired. Visual inspection noted that the reload was partially fired and the interlock was engaged. The sled and staples were visible at the 3.5cm cut line. Staple pushers were visible at the 4.5cm cut line. The clamping mechanism was deformed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.